Manufacturer narrative:
During inspection and testing, the image was lost due to a circuit board failure caused by infiltration of liquid in the cable. In addition, the main body was cracked, the free lock lever had a burn mark, and the cable was buckling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image from the camera head was poor. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the image was lost. This report is being submitted for the malfunction found during evaluation (loss of image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image was lost due to a circuit board failure caused by an infiltration of liquid in the cracked cable. The specific root cause of the infiltration of liquid in the crack cable could not be determined at this time. Olympus will continue to monitor field performance for this device.